Event description:
Caller alleged discrepant results with the inratio2 meter compared to the doctor's meter. Customer took three inratio tests on her own meter and one with her doctor in two sets. The first set were both on the pt's inratio meter and yielded inr readings of 1.4 and 3.3. The tests were an hour apart. The customer tested on her glucometer previous to the 1.4 reading and used the same puncture to run the inratio test after, which yielded the 1.4 result. One hour later the customer tested again and received inr of 3.3. The customer went to doctor's office later and tested again. She applied the sample in succession, first to her meter (yielding a 3.2) and then on the doctor's inratio meter (yielding a 2.9). Pt's therapeutic range was not provided. Customer used one finger-stick for multiple tests, and used a small lancet intended for glucometers to run inratio tests. Moreover, the customer did not use the first drop of blood.

Manufacturer narrative:
Accuracy test was not determined due to no laboratory reference result provided. Analysis of the client's data from inratio testing revealed that the test result comparison did not meet accuracy criteria. No product associated with the complaint was returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Improper techniques and procedural issues were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As reviewed on (B)(6) 2013, thirteen (13) discrepant result complaints were reported for lot number # 310831 yielding a complaint rate below the action thresholds monitored by quality assurance for corrective action. Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. No correct action is required at this time as no product deficiency was established.